Event description:
Information received indicates that patient underwent total hip arthroplasty on (B)(6) 1998 and that subsequent radiographs revealed evidence of polyethylene degeneration and significant osseous lucency suggestive of particle disease/osteolysis. It was further reported that a revision procedure was performed on (B)(6) 2011. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Expiration date - unknown as no product identification was provided. Manufacture date - unknown as no product identification was provided. (B)(4).